Manufacturer narrative:
Additional investigation of this event determined that the cause of the dissection of the lcia was a misfire of the proglide at the beginning of the case. There were no issues with the performance of the devices or any allegation of deficiency of a gore device. As such the initial medwatch submitted under 2017233-2015-00845 is hereby retracted.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 53mm in diameter and was implanted with a conformable gore tag thoracic endoprosthesis. Surgical debranching of the left subclavian artery (lsa) was also performed at this time. The patient tolerated the procedure with no reported adverse events. On (B)(6) 2015, follow up ultrasound indicated a significant dissection of the distal common femoral artery at the origin of the superficial femoral artery and the patient underwent surgical endarterectomy of the right femoral artery. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015.